Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they could not get the programmer to read the level of intensity that they set (1.9v). After changing batteries, they reported that it was working, but that their ins had shut off by itself at least 3 times in the last 6-8 months. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the therapy didn¿t seem to be working. The patient reported that, since (B)(6) 2016, they had been sick with diarrhea. They also were not feeling stimulation. It was noted that the therapy was not on. After turning the therapy on, they felt stimulation at 2 v. They also reported that they were getting a low programmer battery screen. After changing the batteries, it was resolved. On (B)(6) 2017, it was reported that their programmer kept shutting off and their stimulation kept shutting down. They already tried new batteries in the programmer. They stated that the programmer would turn on and would say (therapy), and then would go to a screen to sync. They would press the button to sync, but it wouldn't sync. They tried doing this with, and without, the antenna. They placed new batteries and it shut down without them doing anything to it. When they went back and looked at the device, it was getting to the screen that said (therapy). It was noted that they were using heavy duty batteries. They further stated that the stimulation kept shutting off and they thought it was due to the controller. It shut off three times; the dates of the first and second times was unknown and the third time it went on, off, and on again was six months prior to the report. It was noted that the issue with the remote began in 2016. On the same day, the patient reported that they replaced the batteries, again, but with regular, alkaline batteries. It seemed like the programmer was functioning as it should. It did sync with the ins and they were able to make adjustments. However, they were still concerned about the issues with the ins turning itself on and off by itself. There were no further complications reported or anticipated.